Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was inserted into the guide and the air was detected in the shaft of the clip delivery system (cds). The clip was removed from the guide and as the drips were open, it was flushed again. The cds handle was retracted, advanced several times and the shaft was tapped to ensure all the air was removed. It was checked that the stopcock to the cds was straight. Procedure was continued and was successful. But it was noticed that there was air present in the shaft even after it was removed from the patient. All steps were performed as per IFU during the preparation of cds and the air was verified. The final mr was grade 1.there were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported leak was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 1251 was removed and 1354 was added.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was inserted into the guide and the air was detected in the shaft of the clip delivery system (cds). The clip was removed from the guide and as the drips were open, it was flushed again. The cds handle was retracted, advanced several times and the shaft was tapped to ensure all the air was removed. It was checked that the stopcock to the cds was straight. Procedure was continued and was successful. But it was noticed that there was air present in the shaft even after it was removed from the patient. All steps were performed as per IFU during the preparation of cds and the air was verified. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.